Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the month of may everything was going well and they saw good progress with both bowel and bladder. They were still seeing a good effect on the bladder but not the bowel. For about the last 2 weeks they have felt nothing, no stimulation on the left side of their butt where the implant was and they were not having the control with bowel. Reviewed how to connect to implant and increase stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient service (ps) attempted to warm transfer patient to prs to register their device implant but the patient preferred that the  manufacturer representative (rep) complete the registration instead. Patient had rep phone number and plans to contact him directly. Patient mentioned they were implanted end of april. 2025-jun-30 additional information was received from a healthcare professional (hcp). The hcp reported that they called the patient and told them to follow up. 2025-jul-23 additional information was received from the patient. They reported that wanted to check their amplitude level in order to provide this information in the letter. When patient went into the therapy app all the sudden they felt stimulation that would not stop and it was really high powered and uncomfortable. Patient stated they were up using the bathroom for 3 times last night and wondered if that was in response to being overstimulated for a period of time. Recommended patient discuss with their managing hcp. Patient was eventually able to figure out how to decrease the stimulation but they are not sure if that is "where I need to be". Reviewed amplitude level varies from patient to patient, and recommended patient keep their amplitude at a level they deem to be comfortable. Patient asked for help using their programmer during the call. Reviewed how to do so. Patient adjusted amplitude on the call and confirmed they could feel stimulation sensation comfortably. Ps asked if patient knew what caused the sudden uncomfortable stimulation stimulation last night, and patient indicated they may have previously turned the therapy off and then turned it back on again last night but they were not certain. Recommended patient follow up with managing hcp if problems persist. 2025-jul-29 additional information was received from the patient. They reported that the cause of not feeling stimulation waws determined. When the patient had the im plant placed in their hip the representative (rep) started their program at #3 with a level 0.7 stimulator. To resolve the issue they adjusted the stimulator to 0.8 and they felt it would be the correct setting. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.